Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead continued to exhibit noise. It was explanted and replaced on (B)(6) 2015.

Event description:
It was reported that noise was observed on the right ventricular lead through a remote merlin.net transmission. An instance of low impedance was noted as well. The patient was seen in-clinic the next day, (B)(6) 2015, where the noise could be reproduced through isometric testing. No patient symptoms were reported. No intervention was reported.